Event description:
Chief complaint of pain right hip. Pt fell in 7/2002 at nursing home. X-rays showed no abnormalities. The next day pt felt snap in right hip. X-rays showed fracture of right hip, open reduction with internal fixation on right hip. Upon return to nursing home pt again felt snap in right hip with increased pain. X-rays showed another fracture in a different location. 8/2003 dr removed hip pin nail and plate with renailing.